Event description:
It was reported by the surgeon that patient underwent a distal femur replacement procedure on (B)(6) 2010 and subsequently was revised on (B)(6) 2012 due to a fracture of the stem.

Manufacturer narrative:
The manufacturing records were reviewed and no non-conformances were identified. The device has not been returned, therefore, a visual inspection has not been possible. A review of the x-rays that were supplied confirmed that the stem has fractured at the stem/shaft interface. Current information is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur implant (k121029).

Manufacturer narrative:
A distal femur revision procedure has been successfully completed with no reported complications. The distal femur has been returned but the returned parts showed considerable damage to the disassociated stem and shaft meaning the parts could not be re-inspected. An x-ray review took place, which confirmed the reported disassociation between the stem and the shaft body segments. It concludes that the cause may be due to patient factors or may be manufacturing related.

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 2010 and subsequently was revised on (B)(6) 2012 due to a fracture of the stem. This is a supplemental report to 3004105610-2014-00076 (B)(4).